Manufacturer narrative:
Additional information: h6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).

Manufacturer narrative:
H6: type of investigation: 4110, lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative: cataract is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. Immediate postoperative examination (3 hours), some cloudiness was noted in the anterior lens capsule (early lens opacity), it was later reported with the patients' postop results that loss of bcva was present. Lens remains implanted.